Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the packaging of five device. Only the product packages were returned, these showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, while suturing the vaginal cuff at the colpotomy, the needle fell out of the suturing device in three of the reloads. It was reported that the first suturing device and suture worked well. When the second suture was loaded, the needle fell out. A new suture was opened, but it fell out as well. A second suturing device and a fourth suture were opened, but the needle fell out again. The fifth suture was opened and the case was completed. The needles were retrieved in all cases. There was no patient injury.